Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Subject device is not implanted or explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review request could not be completed.

Event description:
During an open reduction internal fixation of a clavicle: surgeon was drilling with the 2.0 mm drill bit/qc/125mm and the drill bit broke intra-operatively. Surgeon did not retrieve the piece of the drill bit, it remains in the patient.